Event description:
A physician experienced difficulty crossing the lesion with the emboshield filter. It was reported the vessel calcification and vessel tortuosity were severe. The pt was not anticoagulated. The case was aborted and the pt was taken to surgery. It was reported the pt is fine.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.